Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep called the patient after implant to see how they were doing. The patient said they received a shock when walking through a metal detector at the mall and asked if it was normal. They further said the shock lasted 3-4 seconds before returning to normal sensation. The issue was resolved at the time of the report. No surgical intervention occurred nor was it planned. No further patient complications have been reported as a result f this event.